Event description:
It was reported the luer hub was damaged and "unable to inject drug into". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the luer hub was damaged and "unable to inject drug into". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for investigation. Signs of use in the form of biological material was observed inside the medial extension line. Visual analysis did not reveal any defects or anomalies of any kind. The extension lines did not contain any kinks or deformations. The overall length of the catheter body measured 318 mm which is within the specification limits of 310-330 mm per the catheter product graphic. The medial extension line outer diameter measured 2.18 mm which is within the specification limits of 2.13 mm-2.21 mm per the medial extension line extrusion graphic. The medial extension line inner diameter measured 1.4478 mm which is within the specification limits 1.42 mm-1.50 mm per the medial extension line extrusion graphic. The instructions-for-use (IFU) provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory ars syringe was used to inject water through each of the catheter extension lines. No leaks were observed; however, a blockage was encountered when injecting the medial line. A long pin gage was used to try and clear any blockages. Large amounts of dried biological material were observed exiting the medial lumen. The medial lumen was flushed a second time and little to no resistance was encountered. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen". The IFU also states, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The report of a blocked catheter was confirmed through the complaint investigation. Visual examination revealed biomaterial in the medial extension line. All three lumens were flushed with water using a lab inventory ars syringe. When flushing the medial lumen, a blockage was encountered. A long pin gage was inserted to clear the blockage, and large amounts of congealed biological material was observed exiting the guide wire. Once cleared, the catheter was able to function as intended. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was damaged and "unable to inject drug into". No patient harm reported. The patient's condition is reported as fine.